Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Replaced new blower module under 5 years warranty replacement and performed full test software calibration. Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: blower running time is exceeded more than (B)(4). No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Replaced new blower module under 5 years warranty replacement and performed full test software calibration.

Event description:
The following was reported to hamilton medical ag: blower running time is exceeded more than 100%. No health consequences or impact.